Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they received the alarm during bolus delivery and was able to troubleshoot the device themselves. Customer believes the issue was a kink in the infusion set tubing. Blood glucose level was 213 mg/dl at time of reporting. Customer declined troubleshooting. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Assisted customer with entering correct bolus amount. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.